Event description:
During removal of a magna-port gastrostomy tube, the inflatable bulb would not deflate, and had to be physically removed. Note: this is at least the third tube that had a similar problem, but were not reported.